Event description:
It was reported that during use with one unit of a prismaflex m150 set, an external blood leak from the access luer connector was observed. There was no report of patient injury or medical associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation and observed a leakage between the access line and the bag, at the level of the luer connection. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.